Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to a defective pump head module (phm). The phm was replaced to correct this condition. Additional information: the user interface module software version of this pump is 5.09.90.

Event description:
The facility reported a colleague infusion pump with failure code 812:02. This event occurred upon power up; however, it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.